Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The left motor will stop moving when going up steep ramp or over a small threshold.